Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient who underwent an unspecified breast implantation procedure with two 525cc mentor smooth round moderate profile saline breast prostheses, experienced bilateral breast prostheses deflation. As a result, the patient underwent bilateral removal and replacement with a 550cc mentor memorygel breast implant and a 525cc mentor smooth round moderate profile saline breast prosthesis on (B)(6) 2018. This medwatch form is for the right breast prosthesis.